Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.